Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter, in the patients left eye (os), on 02-sep-2023. The lens was explanted on (B)(6) 2023 due to patient experienced elevated intraocular pressure (iop) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).